Event description:
Info received indicates the siderail will not latch due to a broken end tube.

Manufacturer narrative:
The technician replaced the siderail end tube and rivets to repair the stretcher.